Event description:
It was reported to philips that the system gave an e-stop active message that did not clear after rebooting the system. The system was in clinical use at the time of the reported event, and the patient was moved to another system to complete the procedure. There was no allegation of injury to the patient or user. An investigation into this complaint has been initiated by philips.